Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the extraction of a cardiac resynchronization therapy defibrillator (crt-d) change out procedure the physician encountered difficulty getting the wrench to seat in the set screw to remove the right ventricular (rv) lead connector pin. The physician eventually was able to get the set screw loose with what seemed some lateral torque. The device was removed, and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.